Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose (bg) value of 400 mg/dl with symptoms of dehydration. Reportedly, the patient visited the emergency room to receive treatment from the health care provider, including intravenous fluids and other treatment. Reportedly, the health care provider also adjusted the pump basal rate. The patient allegedly remained on insulin pump therapy. It was also reported that the pump's time and date settings reset to the default settings when the battery was removed for less than 12 hours. The pump requires the user to ensure the time and date settings are accurately set by displaying the verify screen when the pump is powered on. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.